Event description:
Exactamix, model: h938901, empty eva dual chamber container with screw connectors, 500 ml/ 2500 ml, baxter - product usage: for use in an intravenous admixture program. The empty container will be filled with parenteral admixtures under normal pharmacy conditions, e.g. Laminar flow hood. The use of this product is for storage and delivery of intravenous parenteral admixtures. Used top prepare a separated sterile total parenteral nutritional solution for use by the patient. The current lot is 63615 - a5958, expiration of 2025-06-26. The problem is that the clamps in either end of the bag used to clamp the screw connector ports shut are difficult if almost impossibly hard to completely seal and clamp shut. There must be a new or faulty clamp of the product. A faulty clamp may put the sterile nature of the product at risk. (B)(6) 2020 physical clamping. FDA safety report ID# (B)(4).